Event description:
The customer contacted ortho clinical diagnostics to report a false negative reaction for the c and kell antigens with vs189.08% selectogen for gel in 2008. Four units of packed cells were transfused to the anemic pt. Another sample was drawn eight days later, and tested with a different lot of screening cells, vs195. A 1+ reaction was observed. In performing antibody identification using immucor soild phase method, anti-c and anti-kell were identified. Dat testing was also performed as per laboratory procedure using a "solid phase method" and 4+ reaction was noted. No discrepances were reported with qc testing. No death or serious injury has been associated with this incident.